Event description:
During the coronary artery bypass graft surgery, the seal would not deploy because it was loaded too far into the delivery tube. The surgeon used a second seal to complete the procedure. No patient complications were reported.